Manufacturer narrative:
Manufacturer's investigation conclusion: no device analysis results are available because the device remains implanted. The reported issue cannot be conclusively confirmed at this time and the root cause is unknown. A review of the device history record was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue.

Event description:
During the cardiomems implant procedure the patient experienced heart block. The heart block began during the process of advancing the cardiomems delivery catheter. The patient was paced externally and the sensor was successfully deployed. The patient's pacing returned to normal after the delivery catheter was removed. The patient was kept overnight for observation and released the following day.